Event description:
An optician reported that his ophthalmologist had recently recommended that he change from dailies to o2optix contact lenses due to blurry vision at end of day. He wore the same pair of o2optix lenses for approx one month. Jazz (ophthalmics) lens care product used at time of event. He had not received a new supply of o2optix lenses, so he decided to revert to wearing dailies on the next day. During that night, he experienced severe pain, redness and discomfort under the lid of his right eye. At 8 am he went to his nearest ophthalmologist who diagnosed a corneal abscess (ulcer) located para-central cornea with 1 (2mm) infiltrate associated. Treatment consisted of exocine, tobrex & vitabact. Event resolving with clear improvement noted. No pre or post event visual acuity has been provided. No further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." An eval of the returned product is underway by manufacturing. If any abnormality is found, a follow up report will be provided.